Event description:
It was reported that the device "never worked."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient never had therapeutic effect, and only felt stimulation every 3-7 months. Every 3-5 the patient reportedly ¿could feel a little ways and that is it, and she peed constantly.¿ in 2013, the patient had a mesh bag ¿put in¿ to stop her from urinating, but that never worked. In 2014, a catheter was placed and she ¿peed normal in the stool, never peed in the bag, so they took it out and now she was still in depends.¿ follow-up is being conducted to obtain outcome and actions taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va03dt5, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).